Manufacturer narrative:
Date of event: unknown. Medical device type : unknown. Unique identifier (UDI) # : unknown; medical device catalog #: unknown; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that unspecified bd vacutainer® sst tube gave erroneous results. No report of medical intervention or serious injury.